Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient had a touch contamination during peritoneal dialysis (pd) therapy, which caused peritonitis. It was unknown if the patient was hospitalized for the peritonitis. The patient was treated with prophylactic unspecified antibiotics (dosage, route, duration and frequency not reported) for the peritonitis. The outcome of the peritonitis event was not reported. The action taken with pd therapy was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was on an unreported date in november 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.